Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 80-year-old male underwent high-risk percutaneous coronary intervention (hrpci). With impella cp support. The reported event involved access site bleeding following impella cp removal, requiring surgical intervention. The patient remained stable post-procedure and survived explant. Based on available information, the device functioned as intended during support, and the adverse event appears related to vascular access management rather than device malfunction. The event of bleeding is listed as a potential adverse event and consistent with known device-related and patient related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary major bleed/access site adverse event: the cause of the injury was not determined due to insufficient clinical details. Clinical review rationale: an 80-year-old male underwent high-risk percutaneous coronary intervention (hrpci). With impella cp support. The reported event involved access site bleeding following impella cp removal, requiring surgical intervention. The patient remained stable post-procedure and survived explant. Based on available information, the device functioned as intended during support, and the adverse event appears related to vascular access management rather than device malfunction. The event of bleeding is listed as a potential adverse event and consistent with known device-related and patient related factors documented in the instructions for use (IFU).